Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 45 of the patient's mouth. Details of surgery: immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.